Manufacturer narrative:
(B) (4). Implanted device remains.

Event description:
Per the audiologist, the patient has experienced facial nerve stimulation and is not receiving benefit from the device. Reprogramming attempts did not alleviate the issues. Explant and reimplantation is planned, but had not taken place at the time of this report.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4), 2011.

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.